Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed updating smart device's operating system, uninstalled and re-installed g5 application, and re-paired the transmitter, which was unsuccessful. No additional patient or event information is available.